Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise. Noise was unable to be reproduced in clinic. The lead was tested, and all measurements were stable. Programming changes were performed. The patient was stable throughout and will continue to be monitored.